Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse spoke with the customer and was informed that the customer attempted to troubleshoot and replaced the energy cable, instrument switched ports, and rebooted the erbe with no resolution. The isi fse went on site but was not able to reproduce the issue. The isi fse replaced the integrated electrosurgical unit (iesu) due to the issue being intermittent. The customer used e-100 for other procedures. The system was tested and verified as ready for use. Isi received the iesu part involved with this complaint and completed the device evaluation. Failure analysis investigation could not reproduce the customer reported complaint of ¿bipolar ins intermittently not firing¿. The unit energized and cauterized, and all ports recognized instruments as a safety precaution the unit will be returned to original equipment manufacturer (OEM) for further investigation. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the electrosurgical unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, bipolar energy was not working. The site tried multiple cords and move bipolar ports and changed instruments prior to calling tech support. The technical service engineer (tse) had the customer unplug the erbe and plug it back in with no change. He said the erbe was listing arm#2 on the little screen but there was no generator noise or energy when the surgeon was using the bipolar peddle. The site said they have a vs that they were using in the e-100 since the erbe was not working. The site was asking for have the erbe checked. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue first occurred halfway through the procedure with the system docked. The issue was identified when the surgeon was unable to activate bipolar energy. Energy activation was not checked prior to starting the procedure. After using the alternative generator, the procedure was completed as planned without any injury or harm to the patient.